Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 24 mg/dl, 11 mg/dl (mobile system) and 92 mg/dl (aviva nano system). No actions taken based on device results. No adverse event due to the device reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the aviva nano system. Reference medwatch report with patient identifier (B)(4) for the mobile system. Device will not be returned.